Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an ail alarms/champagne bubbles was not determined because no products or device logs were returned.

Event description:
It was reported by the clinicians that they have experienced frequent alarms as a result of champagne bubbles in the pumping segment. This was reported to bd representatives during their site visit. Representative provided education on air-in-line alarms and troubleshooting. There was patient involvement but no harm. This is a generic complaint; customer states no further information is available.

Event description:
It was reported by the clinicians that they have experienced frequent alarms as a result of champagne bubbles in the pumping segment. This was reported to bd representatives during their site visit. Representative provided education on air-in-line alarms and troubleshooting. There was patient involvement but no harm. This is a generic complaint; customer states no further information is available.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.